Event description:
Additional information was received. Health care professional reported on 1/13/12 the patient consented to an office pne test. The physician could not place the needle into either left or right forearm so they aborted the procedure. The physician "offered to do a focal interstim step 1 in the or with fluoroscopy and the patient declined." The leads were never placed. No further complications anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer (con) regarding a trial patient. It was reported that the patient had the trial procedure, but they had to stop the procedure because they numbed their back so much and couldn't get the leads in after two and a half hours. They were going to follow-up with a healthcare professional (hcp) to address the next steps with therapy. The trial took place a couple of years prior to the report, with the patient confirming that it was in 2014. There were no further complications reported or anticipated.